Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Therefore the complaint of hardware failure was confirmed.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 a patient experienced a hardware failure.